Event description:
The filterwire ez system was used to support a stent implant procedure in a saphenous vein graft lesion. A 6f al-1 guide catheter was used for guide catheter support for vein graft to the circumflex artery and a bsc iq guidewire was advanced through the vein graft to the obtuse marginal branch after taking guide catheter angiograms. Next a 0.014 inch filterwire ez wire was advanced through the stenotic segment and deployed without difficulty. A 2.5 x 15 mm maverick balloon was advanced over the filterwire and inflated to a maximum of 5 atmospheres. This restored flow, and then a 3.5 x 24 mm taxus stent was advanced through the ostium of this vein graft to the circumflex and just before deployment, the iq wire was removed. The stent was then deployed at 12 atmospheres. Next a 4.0 x 20 mm quantum balloon was used with the idea of post dilating the stent however, it could not be advanced through the stent segment, and additional efforts to post dilate the stent were abandoned. The filterwire came back with withdrawal of quantum balloon, final angiography was then doen using the guide catheter. The pt was then transferred to the ccu in stable condition with good pressure on on pressors.